Manufacturer narrative:
E1 field: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope displayed static and error code e226. The issue occurred during sedation for a laparoscopic inguinal hernia repair. There was procedural delay with change in procedure to surgical technique. The procedure was completed and there was no patient injury reported.